Manufacturer narrative:
(B)(4). Insulin pump was received with a critical pump error or open book image alarm and unable to download, problem isolated to the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify pump error alarms, low battery alarm, or power loss alarm due to critical pump error or open book image alarm.

Event description:
The customer reported via phone call that the insulin pump received multiple pump error alarms and replace battery now alarm. The customer¿s blood glucose level was 166 mg/dl at the time of incident. Customer stated that all the batteries she puts in her insulin pump read as dead and she just got a new battery cap. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewind. Customer was performed self test and the test was passed. The customer did receive a low battery alert prior to the replace battery now alarm. This was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. The customer was advised the pump requires brand new or fully charge batteries to work effectively. Customer also got failed battery alarm. The customer was also advised they may continue to wear pump until replacement arrives. The insulin pump will be returned for analysis.